Event description:
It was reported that the wand failed to create a plasma field to ablate soft tissue. A competitor wand (stryker) was used for a portion of the case until a s&n back-up was acquired to complete the remainder of the procedure.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence.